Manufacturer narrative:
Weight, ethnicity and race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1, -11.0/+3.0/091 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was explanted and then replaced with a longer lens due to lens rotation and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture and residue in a microcentrifuge vial. Visual inspection found haptic torn to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity and race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1, -11.0/+3.0/091 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was explanted and then replaced with a longer lens due to lens rotation and the problem was resolved. The cause of the event is reported as unknown.